Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl, but less than 500mg/dl, with a headache, abdominal pain, and large ketones, associated with an alleged cartridge leak. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the bod of the cartridge was cracked, and was leaking insulin into the cartridge compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a leaking cartridge issue.